Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate.

Event description:
It was reported that the catheter balloon was difficult to inflate.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Evaluation found that the catheter could not be inflated due to incorrect sac placement which cause sac close over the snip eye upon the deflation process. The reported event is confirmed as manufacturing process which could be due to incorrect sac placement. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. 1. Method for use : do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] [Directions for use]: method of use insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."